Manufacturer narrative:
A field service engineer (fse) went on-site and confirmed the leak from the secondary probe. The fse replaced solenoid 17 (solenoid 17 applies air pressure to blood sampling valve actuator to return aspirator tip to home position) which resolved the leak. The cause of the leak is attributed to the malfunctioning solenoid 17. The instrument generated aspiration errors alerting the customer of an instrument problem. (B)(4).

Event description:
A customer contacted beckman coulter (bec) to report a leak of clear fluid from the secondary probe in a coulter hmx hematology analyzer. The volume of the leak was reported as 2 ml. The instrument generated aspiration errors. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, gloves and eyewear at the time of the event. No injury or exposure was reported. There was no affect to patient samples. No erroneous results were generated or reported.